Event description:
It was reported that the customer was hospitalized twice for high blood glucose levels between (B)(6), 2012. The mother stated that she was about to take the customer to the hospital again today. The customer was released from the hospital with a blood glucose reading of 166 mg/dl. Once she was put back on the insulin pump, her blood glucose levels went as high as the 600 mg/dl range. The mother was unable to troubleshoot at the time of the call, but stated that the doctor wanted the customer to try the 9mm quick sets. Advised the mother that the insulin pump would be replaced, and that samples of the quick sets would also be shipped. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.